Manufacturer narrative:
Health effect- clinical code 4581: significant reduction of ica. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -13.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault, significant reduction of iridocorneal angles and blurred vision. The exchange resolved the problem. In the reporters opinion the device was the cause of the event.